Manufacturer narrative:
Concomitant medical products: 694765 lead implanted: (B)(6) 2008; dtma1d1 ICD implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post device replacement procedure, the patient developed an infection. The cardiac re synchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.